Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd gem v/nv 20d 0.2 fltr was clogged. The following information was provided by the initial reporter with the verbatim: rn was setting up her IV tubing when the priming fluids wouldn't move throughout the tubing. The tubing was unclamped. The fluid was not moving through the IV tubing despite being unclamped. Rn called her charge nurse, rn to evaluate and said that the tubing may have been defective since it was not moving despite being unclamped. Unable to prime pump infusion set.

Event description:
It was reported that bd gem v/nv 20d 0.2 fltr was clogged. The following information was provided by the initial reporter with the verbatim: rn was setting up her IV tubing when the priming fluids wouldn't move throughout the tubing. The tubing was unclamped. The fluid was not moving through the IV tubing despite being unclamped. Rn called her charge nurse, rn to evaluate and said that the tubing may have been defective since it was not moving despite being unclamped. Unable to prime pump infusion set.

Manufacturer narrative:
H6: investigation summary one sample model 2232-0007, lot 21125446 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a IV bag filled with water and primed using gravity. The customer complaint that they could not prime the set was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2232-0007 lot number 21125446 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.